Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm with another pump error alarm. Customer¿s blood glucose level was unknown. Customer also reported that they were able to clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer performed self-test and it was passed. The customer was advised to monitor the insulin pump. Insulin pump will be returned for analysis.